Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and lower abdomen using cooladvantage, coolcore contour applicators on (B)(6) 2018, then on (B)(6) 2018 to the upper abdomen and lower abdomen using cooladvantage, coolcore applicators, again to the upper abdomen and lower abdomen using cooladvantage, coolcore on (B)(6) 2018, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2019. Ph was described as fibrous, firm and raised compared to soft, flat surrounding the area. On (B)(6) 2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen (center) and lower abdomen (left).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and lower abdomen using cooladvantage, coolcore contour applicators on (B)(6) 2018, then on (B)(6) 2018 to the upper abdomen and lower abdomen using cooladvantage, coolcore applicators, again to the upper abdomen and lower abdomen using cooladvantage, coolcore on (B)(6) 2018, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2019. Ph was described as fibrous, firm and raised compared to soft, flat surrounding the area. On (B)(6) 2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen (center) and lower abdomen (left).